Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's mother reported customer received erratic readings on her freestyle freedom lite blood glucose meter. Caller reported customer received readings of 424 mg/dl and 58 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Caller further reported the reading of 424 mg/dl was higher than she believed the child was feeling. Caller additionally noted the customer experienced vertigo, nausea, felt sleepy and noted the child did not want to talk. No third-party emergent medical intervention was reported. Customer self-treated by ingesting "insta glucose" and drinking apple juice. There was no report of death, serious injury or mistreatment associated with this event.